Event description:
On (B) (6) 2010, the patient reported an e4 (occlusion) error and a8 (bolus cancelled) alarm were displayed on the infusion device while attempting to bolus. The infusion site and tubing were changed yesterday. He was instructed to disconnect from the infusion site and he primed without error. He changed the infusion site, reconnected the infusion tubing, and delivered the bolus without error. He stated the cannula of the infusion site was bent upon removal. He stated his blood glucose was elevated to 256 mg/dl. His normal blood glucose range is 140-160 mg/dl. Upon follow up on (B) (6) 2010, the patient reported his blood glucose had returned to normal. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was requested to be returned for evaluation.